Event description:
Haptic broke off of iol after implantation using yamane technique. Lens was promptly explanted in same procedure. There was no reported patient injury.

Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Reviewing the manufacturing documents did show no indications for a malfunction of the iol. The product was produced in accordance to manufactures specification and no deviation has been detected. Our internal evaluation has shown that this error has no signs of a systematic. With the current state of knowledge no further corrective action is planned.